Event description:
Wrong cannula was opened and placed into the brain while patient was awake, but patient showed no adverse effects. It was discovered by an x-ray taken to confirm placement that the cannula had gone too deep. Staff was unaware that there were two types of cannulas both labeled 15mm to target available. One is newly on the shelf that is specifically made for one type of procedure. It was not clearly marked that they were different. On the right-hand side of the product packages, there is length typed, but it is not in the main label description. Packages are almost identical. This is a huge safety risk, and we suggest revision of packaging.